Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and no problem found with the mechanical stability of the communication system. Unrelated to the reported event, the company service representative found the screws on the clutch handle assembly to be loose. The company service representative tightened the loose screws on the clutch handles. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. There was no problem found as related to the reported event of a loose communication system. Therefore, the root cause of the reported event was unable to be determined. The manufacturer internal reference number is: (B)(4).